Event description:
The user facility reported that in the early stages of a therapeutic transurethral resection of the bladder, a spark, followed by a flame, occurred at the connector of a high frequency cable where it interfaced with an unidentified model of electrosurgical unit. The device was removed from use, and the procedure was reportedly completed. There was no patient or user injury reported.

Manufacturer narrative:
Olympus had followed up with the user facility to gather additional information. The high frequency cable referenced in this report was not returned to olympus for evaluation, and reportedly remains at the user facility. The user facility reported having performed an x-ray of the device, but the results of this examination have not been provided. The user facility also reported that there was a cut observed in the cable near the connector, which may have potentially contributed to the reported event. If the device is received at a later date, or if further significant additional information is received, the report will be updated. The cause of the user's experience could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.